Manufacturer narrative:
Additional information was received that this report is a duplication of report number 1220648-2025-46417. All information will be reported under report number 1220648-2025-46417.

Manufacturer narrative:
Section a is unknown. D.4 lot number, serial number, expiration date and primary UDI number are unknown. E.1 initial reporter title, first and last name are unknown. E.3 h.4 device manufacture date is unknown. The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient had an access site bleed during impella cp support with the repositioning sheath in place at the access site. The team had to stich the femoral artery and place a pressure bandage and femostop. Hemostasis was accomplished.